Manufacturer narrative:
H10: it is unknown if there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction did not meet standard value due to wear of the angle wire. The air/water cylinder and scope cylinder had discoloration and the light guide lens had a crack. The plug unit and objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope cable needed to be readjusted. Inspection and testing of the returned device found that the jet tube had foreign objects inside. Foreign material could not be removed due to buckling of the channel. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.